Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked from unspecified locations. The devices were filled with 96mls of fluorouracil (non-baxter) and 20mls of sodium chloride (non-baxter) to a total fill volume of 116mls. This was identified during the opening of the packaging after preparation; just before connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from november 5, 2019 - november 6, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.